Event description:
The patient has two scs leads from the same lot. It was reported the patient is experiencing intermittent groin pain and is experiencing ineffective stimulation. The patient perceives the stimulation as a cramping tingling sensation in the area. Reprogramming was unable to provide effective stimulation. In order to obtain effective stimulation the amplitudes needed to be high, however when the stimulation was turned up high impedances were observed. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.